Manufacturer narrative:
Analysis of the pump on 2016-oct-25 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The pump's logs revealed multiple motor stalls and motor stall recoveries from (B)(6) 2016 (prior to explant) through (B)(6) 2016 (post explant). Also per the logs, dilaudid with concentration 7.5 mg/ml was administered via a simple continuous dose rate of 4.0087 mg/day. As of 2016-sep-06 the previously applied results code no longer applies.

Manufacturer narrative:
The previously applied conclusion code no longer applies.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump and catheter were returned for analysis on 2016-oct-07. No patient injury was reported.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall occurred on (B)(6) 2016 and the pump was scheduled to be replaced on (B)(6) 2016. The patient's motor stall occurred and the logs showed it was intermittent stalls. For diagnostics and troubleshooting, the logs were obtained and the alarm of the motor stall was heard. An interrogation of the pump occurred. There was no known information if there were any environmental, external, or patient factors that led or contributed to the issue. The issue was not resolved at the time of the report and the patient status was "alive no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.